Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified; however, it is most likely a thread. Due to leakage from the plastic distal end cover, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was evaluated and there were few findings. The grip and scope cover had discoloration. Due to dent on the distal end cover, water tightness was lost. Due to a scratch on bending section cover, insulation resistance value at distal end does not meet the standard value. Objective lens had a crack and connecting tube had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the tool was inserted into the working channel of the gastrointestinal videoscope, the light dims. The malfunction was identified during an unknown procedure. The device was returned to olympus. During evaluation, it was found that the adhesive on bending section cover had foreign objects. The foreign material was visible thread used for bending section cover attachment. This report is being submitted for reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.